Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after post op check. The lead was repositioned. However following this the patient experienced breathing difficulty and chest pain. It was then confirmed that effusion and perforation of the atrium had occurred. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.